Event description:
A home pt contacted baxter's technical service center regarding a check heater line alarm. The home pt indicated at the time of the call that the drain line extension had not been changed in over a week. The home pt was advised to change the drain line extension. No pt injury or medical intervention was indicated at the time of the initial report.